Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that 12 pump modules had bad transducers. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Please note that the investigation was performed only on the components (fsa pressure sensor), as these were the only samples provided by the customer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that 12 pump modules had bad transducers. There was no patient involvement.